Event description:
Caller reported that pump battery was depleting too quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.